Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's implantable neurostimulator (ins) came loose in 2014 around christmas time. They noted that it came out of the pocket, by which they meant the ins was sticking out and would get caught on their jeans in certain sitting or laying positions. They stated that it was uncomfortable and painful at times and they could feel it moving around under their tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.